Manufacturer narrative:
(B)(4) batch # p92m09. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an appendectomy procedure when using the device, the doctor notices that the teflon (tissue pad) that is in one of the blades of the clamp falls off during its use, losing this material inside the patient's cavity and not being able to extract it.